Manufacturer narrative:
The complaint was forwarded to the manufacturing site, vygon germany, for evaluation. The following is a summary of their investigation: we received one catheter as a sample which snapped just at the junction of the catheter and extension line. The catheter has been shortened at the 5cm marking. Little occlusions and fibroins were visible. Microscopic examination of the breakage area showed typical rough and jagged surface for a tensile breakage. From previous complaints we know different causes of tensile failure: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line and causing a tensile fracture. Routine care - when lifting the baby to change bedding, when the baby themselves catches the line, normally with a foot during movement. Disinfectants - if they are not completely dried before the catheter is placed, alcohol or organic solvents can damage the catheter material. Since there is no batch number available, it is not possible to review the batch history records. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the second complaint regarding a snapped catheter tube on code 4g07126103 within the last 3 years. No further corrective action will be initiated by quality management at this time as a manufacturing fault cannot be concluded. As the catheter worked well for 4 days, we do not believe this was caused by manufacturing.

Event description:
PICC line broke 2cm distal to hub and was removed. No apparent harm to patient.

Manufacturer narrative:
The failed sample has been returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line broke 2cm distal to hub and was removed. No apparent harm to patient.